Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt experienced a warm sensation in or around the implantable neurostimulator (ins) pocket during recharging for the first time. It was also noted that while the pt was recharging, she reported, it smelled like something was burning and this burning smell went away when recharging stopped. It was also noted that the pt's skin looked sunburned (stayed red and irritated) for two days after recharging.